Event description:
Caller reported blood glucose results of 294 mg/dl, 543 mg/dl, 339 mg/dl, 102 mg/dl, 165 mg/dl, 104 mg/dl, 114 mg/dl, 98 mg/dl, and 124 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.